Event description:
It was reported that the ilet user announced a larger-than-usual meal and experienced elevated blood glucose afterward, reaching a high of 264 mg/dl and remaining above 200 mg/dl for about two hours. The user later calibrated the pump using a fingerstick value and noted likely eating more than realized, which constituted an incorrect procedure related to meal announcement and the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to announcing an incorrect mel size in relation to actual carbhydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.